Event description:
It was reported that during the implant attempt, it was not possible to place the right ventricular (rv) lead as the helix was bent and would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix of the lead was extrinsically bent, and a visual summary analysis of the lead indicated damage at implant.